Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst blood collection tubes had tube push off and oil on the stopper. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bd vacutainer sst blood collection tubes had tube push off and oil on the stopper. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm - oil on stopper with the incident lot was observed, however tube push off was not. Additionally, evaluation/testing of the customer samples was performed and fm - oil on stopper was observed, however tube push off was not. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for fm - oil on stopper with the incident lot was observed, however tube push off was not. Additionally, evaluation/testing of the customer samples was conducted and tube push fm - oil on stopper was observed, however tube push off was not. Based on the investigation, a root cause could not be determined.